Event description:
It was reported that the asymptomatic patient presented via a merlin.net transmission in which multiple noise reversion episodes were noted as a result of the right ventricular lead noise. The patient presented to the clinic on (B)(6) for follow up and the noise could be reproduced. On (B)(6) 2015, the lead was capped and replaced.

Manufacturer narrative:
(B)(4).